Event description:
During a remote follow-up, pseudo-fusion and increased capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. Reprogramming was performed as an interim resolution. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.